Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient had an infection at the ipg site. Surgical intervention was undertaken on (B)(6) 2024 during which the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.